Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported he had checked calculations postoperatively and they matched preoperative calculations. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 06/06/2012 and 06/12/2012 by phone, fax. And mail. A completed questionnaire has not been received. (B)(4).